Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 01, 2010, for investigation. A lot history review was performed and no non-conformities could be attributed to the reported failure mode "fitting problems". A supplemental report will be submitted when the investigation is completed. (B)(4).